Event description:
It was reported that the customer has seen an increase in syringe pumps displaying "motor not engaging" or "channel error" stating "this normally indicates fluid intrusion". The customer states the only process that has changed is the "significant" change to the cleaning process. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Investigation summary: the report that the syringe pumps displaying "motor not engaging" or "channel error" was not confirmed during the investigation. The issue could not be further investigated or tested, as no devices were received for investigation. A review of the suspect device event and error logs could not be performed as no device was returned, and no logs were provided to bd for investigation. Testing could not be performed as no devices were returned for investigation. No inspection could be performed as no device was returned for investigation. The bd alaris user manual (v12.3.2) states not to use a device with any damage. Send to biomedical engineering for repair. The bd alaris cleaning & disinfecting procedures state within warnings, do not wipe or dry the iui connectors or the shaft. Wiping or drying these areas can cause incorrect device operation and lead to patient harm. Use only a damp cloth when removing disinfectants, cloth must not drip. Fluid can get inside the device and cause incorrect device operation or electrical shock. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported syringe pumps displaying 'motor not engaging' or 'channel error' could not be determined as no device was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has seen an increase in syringe pumps displaying "motor not engaging" or "channel error" stating "this normally indicates fluid intrusion". The customer states the only process that has changed is the "significant" change to the cleaning process. There was no information on patient involvement.